Event description:
It was reported that the clinician contacted arrow clinical support (acs) advising that they had a pt in the or and they were having difficulty purging the pump after a few hours of pumping. The helium tank had been switched out and the pump display indicated a "valve failure alarm". Green bars were also going through the display. The pump was exchanged. There were no reported pt complications.